Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead was fractured and had insulation damage causing a high out of range pacing impedance measurement of greater than 2000 ohms. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.